Manufacturer narrative:
The investigation of hemolysis, positioning issues, renal failure, and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Hemolysis - reported hemolysis on (B)(6) 2025 with unknown details on troubleshooting or any resolution of the hemolysis. Data logs show motor current spikes with speed deviations and step up in placement signal on (B)(6) 2025. The motor current (mc) remains slightly elevated and has fluctuations while at a constant p-level. The last mc spike occurs on (B)(6) 2025. The root cause of the hemolysis was most likely biomaterial based on mc spikes and speed deviations observed in the data logs prior to the clinical report of hemolysis. Positioning issue - reported planning on repositioning on (B)(6) 2025 but unknown if repositioning occurred or any details on how/why. The root cause of the positioning issue was not determined since product was not returned and insufficient clinical information was provided. Vascular damage - reported unspecified bleeding on (B)(6) 2025. The root cause of the vascular damage was not determined since product was not returned and insufficient clinical details provided. Renal failure - reported the patient was anuric on (B)(6) 2025. The cause of the renal failure was not determined due to insufficient clinical details. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28131. B2 selection of required intervention was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28131.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral. Vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
It was reported that a patient on bipella support experienced hemolysis. Bleeding and renal failure were also noted. The source of bleeding was unknown. The patient was scheduled for pump repositioning and renal therapy. The family decided to withdraw care, and the patient expired. Per review by abiomed's medical safety officer, the impella rp flex device experienced positioning issues that were most likely associated with the patient outcome.